Manufacturer narrative:
Method: mfg and qc records were unable to be reviewed due to no batch details available. Results: vascutek will wait for investigation results from (B)(6). Conclusion: no conclusion can be drawn at this time.

Event description:
The event occurred at (B)(6) in (B)(6). No death or serious injury took place. In 2001 - the pt was implanted with a gelweave graft by bentall procedure (using sjm st jude medical mechanical standard valve). In (B)(6) 2010 - the doctors found a tear near the cuff of the valve and was oozing blood for a long period. The doctor performed redo operation and found a hole (2mm) on the graft, they closed the hole by suturing and retained a part of anastomoses portion of graft for investigation at (B)(6) in (B)(6). The procedure was successfully completed and the pt recovered well from the operation.